Manufacturer narrative:
No conclusion code available. Final analysis found the reported field event of a patient notifier anomaly was confirmed in the laboratory. The device was tested on the bench and no vibration was felt during testing. The cause of the field event could not be determined.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported field event of a patient notifier anomaly was confirmed in the laboratory. The device was tested on the bench and no vibration was felt during testing. The cause of the field event could not be determined.